Event description:
It was reported patient underwent a wound debridement and re-suturing under local anesthesia three days post implantation due to pain and wound dressing oozing blood. Patient was given regular medication changes, extended antibiotics and was closely monitored. The wound healed well and the postoperative recover was possible. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-00843, 0001825034-2022-00844, and 0001825034-2022-00845. Medical devices: van ps open intl fem-rt 65 catalog#: 183108 lot#: j6510920, vngd ps tib brg 10x71/75mm catalog#: 183640 lot#: 895590. Foreign source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g3, g6, h2, h3, h6, and h10. It was reported that a patient experienced wound complications 3 days after total knee arthroplasty while sitting down. It was further reported that the patient was overly active in the initial postop period. It is expected that a wound heals in stages and should be of normal appearance related to the timeframe since the incision was made. A surgical wound should be well approximated without redness, warmth, swelling and/or purulent drainage for the duration of its healing. The expression "wound concerns" or "non-healing wound" would imply that the appearance of the wound deviates from how a surgical wound should appear. It may be red, have drainage, additional pain, warmth and swelling, as well as healing time may be delayed. It is noted a wound debridement was performed on the superficial non-healing wound. An I&d (incision and debridement) procedure can be used to promote the healing process, and this is a common procedure used to treat a non-healing incision site. This deviation signifies an alteration in the wound healing process. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.